Event description:
The customer reported that the white blood cell count in the collected blood product was to high, and alleged a filter/leukoreduction system failure. The disposable set was disposed of by the customer, therefore it is unavailable to be returned for evaluation. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.